Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window.

Event description:
It was reported that the insulin pump is having a prime rewind issue. Customer stated that when she tries to prime the insulin pump, the numbers do not appear, there is no second series of beeps, insulin squirts out the end, and she is stuck in a prime loop phase. Customer's blood glucose levels were not included in the report. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.